Event description:
The insert was replacement after the tha.

Manufacturer narrative:
An event regarding alleged wear involving a trident 10° crossfire insert (liner) 26 mm ID was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded that the trident liner was returned with in vivo service-related damages to the articulating surface, including scratching and burnishing and that these are commonly identified damage modes on uhmwpe liners. The report noted that a wear analysis could not be performed due to the dimensional characteristics of the returned liner and that no material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review of provided patient medical records was performed by a clinical consultant, who noted that no clinical or past medical history, no operative reports, no indication for the replacement of the poly insert (liner), and no dated serial x-rays were included for review. The clinical consultant concluded that, as per the (B)(4) 2015 mar, the trident liner did not demonstrate any evidence of material or manufacturing defects. Device history review: confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event was confirmed a material analysis concluded that the trident liner was returned with in vivo service-related damages to the articulating surface, including scratching and burnishing and that these are commonly identified damage modes on uhmwpe liners. However, the root cause could not be determined because the material analysis team could not perform wear analysis due to the dimensional characteristics of the insert.

Event description:
The insert was replacement after the tha.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert cat# 621-10-xxx. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.